Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii foot switch was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the foot switch delivered energy intermittently but was used to complete the procedure. Following the procedure, the biomed at the account tested the foot switch and determined that it would only deliver energy when the cord was oriented in a certain way. The account alleged no malfunction of the generator or any accessory devices that were used. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.